Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was admitted to the hospital due to the peritonitis. On an unreported date, the patient received remedial treatment with injection vancomycin 2 grams, meropenem 250 milligrams, and tobramycin 250 milligram with each exchange (frequencies and routes not reported). It was not reported if the therapy was ongoing. The outcome of the event of peritonitis was unknown. Dianeal therapy was ongoing. The nurse did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined